Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (s/n: (B)(4)) was performed by a zoll service technician. The customer's primary complaint that the console was slow to re-warm a patient was not confirm. The issue could not be reproduced. The console passed functional testing with no faults found. Additionally, the console passed all final testing criteria and met all specifications. The thermogard xp ivtm console is a reusable device and was manufactured on 09 december 2013. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system (sn: (B)(4)). Preventative maintenance was performed five months ago. The thermogard xp ivtm operational manual indicates that once treatment has begun, the operator of the device must confirm that the saline is flowing through the tubing and catheter circuit by observing the rotation of the inline flow indicator. If the flow indicator does not freely rotate during patient treatment, the entire tubing circuit must be inspected for kinks or other restrictions to flow.

Event description:
It was reported that the thermogard xp ivtm system (sn: (B)(4)) was slow to warm the patient and the inline flow indicator rotated intermittently. In a follow-up with the attending nurse, zoll's clinical field specialist noted that the patient did not warm, despite being in the rewarming phase for 8.4 hours. After replacing the console and placing warm blankets, the patient ultimately reached a temperature of 36.2°c (with a target temperature of 36.5°c) 28.5 hours later. According to the nurse, when the patient was connected to initial console, she believed that there was a kink in the start-up kit (suk) line. However, when the console was replaced with a secondary console, the nurse believes the change inadvertently resolved the kink in the suk line. It was later stated by the physician that the patient did not rewarm due to a hypothalamus issue. The attending nurse clarified that there was no malfunction with the thermogard xp ivtm system. No known patient consequence was reported.

Manufacturer narrative:
Correction to (outcome attributed to adverse event): "death" was inadvertently checked in the initial report that was submitted on 05/25/2017. The customer did not report that a death or an adverse event occurred as a result of the reported issued.